Event description:
It was reported that this right ventricular (rv) lead was presenting high capture thresholds, indicative of lead dislodgement. The lead was successfully repositioned. No additional adverse patient effects were reported.